Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a ballooning in the right cylinder was identified. The right cylinder and the pump were removed and replaced. The cause of the cylinder ballooning was not detailed by the hospital. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, the right cylinder and the pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. Microscope examination revealed that the cylinder had a hole at corner of a fold in the middle of the cylinder. The cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The cylinder had a leak at corner of a fold in the middle of the cylinder. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to the pump block; the tubing was returned with one cylinder. No leaks were found in the pump. The pump passed the functional test. Based on the information available and analysis results, the reason for the mechanical issue was most likely determined to be a leak in the corner of fold in the cylinder; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a ballooning in the right cylinder was identified. The right cylinder and the pump were removed and replaced. The cause of the cylinder ballooning was not detailed by the hospital. There were no patient complications reported.